Event description:
The patient was undergoing a thrombectomy procedure in the left m1 using the penumbra system reperfusion catheter 041 and separator 041. Before the procedure, the patient was given 24,720,000 of intravenous (IV) tissue plasminogen activator (t-pa) and treatment with a merci retriever system was performed. An optimo guide catheter 9fr. Was deployed and a reperfusion catheter 041 was advanced to the target vessel along with a chikai 14 neurovascular guide wire. Aspiration was conducted with a separator 041 and the reperfusion catheter 041 for 5 minutes. The patient was then administered 6,000 units of heparin. Treatment with a merci retriever system and selective arterial injection of 120,000 urokinase was performed. Approximately 3 days later, the patient developed hemorrhagic infarct in the recanalized area. The physician closely monitored the patient's condition but withheld any treatment. The patient left the hospital a month later. Physician's comment: since the hemorrhage occurred in the recanalized vessel, the relationship between the event and the penumbra system is unknown and cannot be ruled out.

Manufacturer narrative:
Hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00056. Device disposed of by the hospital.